Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coiled segments of metallic foreign material consistent with sterilization devices are appreciated embedded within the myometrium at the right and left adnexal regions') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. C91747) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 (2 vaginal deliveries), fibroids, headache, pap smear abnormal, irritable bowel syndrome, migraine, hypertension, adenomyosis, paratubal cyst and recurrent abortion (2 miscarriages). Concurrent conditions included retroverted uterus. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), iron deficiency anaemia ("anemia (due to excessive bleeding)"), pelvic pain ("pain"), dyspareunia ("dyspareunia"), depression ("depression") and anxiety ("increased anxiety") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, genital haemorrhage, iron deficiency anaemia, pelvic pain, dyspareunia, weight increased, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dyspareunia, embedded device, genital haemorrhage, iron deficiency anaemia, pelvic pain and weight increased to be related to essure. The reporter commented: both side 5 trailing coils visible lot number: c91747 manufacturing date: 2014-07, expiration date: 2017-07. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: case (B)(4) was identified to be duplicate of this case and will be deleted. All information from case (B)(4) (MFR number 2951250-2020-06961) has been transferred to this retained case. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coiled segments of metallic foreign material consistent with sterilization devices are appreciated embedded within the myometrium at the right and left adnexal regions') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. C91747) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 (2 vaginal deliveries), fibroids, headache, pap smear abnormal, irritable bowel syndrome, migraine, hypertension, adenomyosis, paratubal cyst and recurrent abortion (2 miscarriages). Concurrent conditions included retroverted uterus. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), iron deficiency anaemia ("anemia (due to excessive bleeding)"), pelvic pain ("pain"), dyspareunia ("dyspareunia"), depression ("depression") and anxiety ("increased anxiety") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, genital haemorrhage, iron deficiency anaemia, pelvic pain, dyspareunia, weight increased, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dyspareunia, embedded device, genital haemorrhage, iron deficiency anaemia, pelvic pain and weight increased to be related to essure. The reporter commented: both side 5 trailing coils visible . Lot number: c91747 manufacturing date: 2014-07 expiration date: 2017-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coiled segments of metallic foreign material consistent with sterilization devices are appreciated embedded within the myometrium at the right and left adnexal regions') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. C91747) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 (2 vaginal deliveries), fibroids, headache, pap smear abnormal, irritable bowel syndrome, migraine, hypertension, adenomyosis, paratubal cyst and recurrent abortion (2 miscarriages). Concurrent conditions included retroverted uterus. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), iron deficiency anaemia ("anemia (due to excessive bleeding)"), pelvic pain ("pain"), dyspareunia ("dyspareunia"), depression ("depression") and anxiety ("increased anxiety") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, genital haemorrhage, iron deficiency anaemia, pelvic pain, dyspareunia, weight increased, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dyspareunia, embedded device, genital haemorrhage, iron deficiency anaemia, pelvic pain and weight increased to be related to essure. The reporter commented: both side 5 trailing coils visible. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.